Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges and needles to resolve the issue. Customer¿s blood glucose was 145 mg/dl.